Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and issue was not found for serial number (B)(6) within the investigation window.  The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of transmitter failed error is reportable based on transmitter failure. No injury or medical intervention was reported.